Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspected upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of clip dislodgement post-operation. Imdrf patient code e0506 captures the reportable event of rebleeding.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic submucosal dissection (esd) or endoscopic mucosal resection (emr) procedure performed on an unknown date. The physician reported that two weeks post-operation, the patient had a delayed bleeding. It was discovered when the physician went back to the procedure site and saw that the mantis clip had fallen off, and a delayed bleed occurred. No further information has been obtained despite good-faith efforts.